Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) reseated the internal pyxibus cable to ensure proper connectivity and system stability. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1 on station was not being detected on the bus. The customer stated that a full reboot of the machine did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.